Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: two 2309e-0006 samples from lot 21019902 were received in opened packaging for investigation ; no residual fluid was detected in the device. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite bag access device. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing were performed by connecting the returned samples to a 500ml fluid bag, and connecting the smartsite component to a 3-way stopcock from bd stock; in each instance, the piston of the smartsite opened; and fluid was able to flow through the device with no occlusions or flow restrictions detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21019902 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned samples. Please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned sample it could not be determined whether this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2309e-0006 product over the past 12 months. H3 other text : see h.10.

Event description:
It was reported that 3 of the bd extension set were blocked. The following information was provided by the initial reporter: we have three incidents with batch number (10)21019902 where flow is blocked from the IV bag?